Event description:
It was reported by the patient that they received "sharp shock on the left side of the chest" for about a month and a half. The shocks occurred several times per day and were intermittent by day. The patient is wondering if this is related to the device or leads. Follow up was attempted to determine if the allegation was related to the device or leads but was unsuccessful. Records indicate that the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.